Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, the staple around the reload stuck on the tissue. The reload was removed from the handle while it was stuck. The surgeon stapled above and below the reload that was stuck on the tissue and then it was removed. Additionally, the upper ring at the end of the axis broke off.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that the distal tip of the tube housing was broken off the instrument and the cover tube was received disengaged from the instrument. Due to the noted damage no functional testing was performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.